Manufacturer narrative:
The electrodes used during the rescue have not been returned to cardiac science yet. Pictures of the electrodes have been provided.

Event description:
A distributor in (B)(4) reported the incident to cardiac science. The rescue attempt occurred at an (B)(6) store in (B)(6) with a cardiac science powerheart g5 AED. There was poor electrode contact when the electrodes were attached to the patient. The AED did not recognize the electrodes were attached and repeatedly issued voice prompts. When the ems staff arrived they detached the powerheart g5 AED from the patient. The patient is in a coma.

Manufacturer narrative:
Cardiac science requested additional information about the reported event and return of the AED for investigation; however, responses to our questions were not provided and the AED was not returned for investigation. Although a picture of the electrodes used during the rescue was provided, the electrodes were not made available for our examination. Cardiac science did receive the data file that was downloaded from the AED. Examination of the data file showed there was no rescue data for (B)(6) 2019 which was the date cardiac science was told the reported rescue occurred. A battery had been removed from the AED on (B)(6) 2018 and was reinstalled on (B)(6) 2018; therefore, no rescue data could have been recorded on (B)(6) 2019. The last rescue data recorded on the AED was on (B)(6) 2018. During the (B)(6) 2018 rescue event the AED detected human impedance two (2) times which indicated electrodes had been attached to the patient. In both cases after the AED detected electrode placement on the patient there were electrode errors soon afterwards due to high impedance which indicates poor attachment of the electrodes on the patient. The cause of poor electrode attachment on the patient cannot be determined by examination of the downloaded data. The lot number of the electrodes used during the reported event was 180706-17 and the electrodes had an expiration of 2021-01-28. Lot 180706-17 contained a total of (B)(4) electrodes and there were no non-conforming material reports (ncmrs) for the lot. Review of complaint records found no other complaints reported for this lot of electrodes. The root cause of the reported event could not be determined. Poor electrical contact between the electrodes and the patient due to the patient's skin condition or a use error may be possible causes for the reported event.

Event description:
A distributor in germany reported the incident to cardiac science. The rescue attempt occurred at an ikea store in (B)(6) with a cardiac science powerheart g5 AED. There was poor electrode contact when the electrodes were attached to the patient. The AED did not recognize the electrodes were attached and repeatedly issued voice prompts. When the ems staff arrived they detached the powerheart g5 AED from the patient. The patient is in a coma.